Manufacturer narrative:
Product ID: 748940, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension; product ID: 748940, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension; product ID: 7435, serial#: (B)(4), implanted: (B)(6) 2005, product type: programmer, patient, product ID: 399930, lot#: j0527333v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient's stimulation was erratic and he was receiving less than 50% therapy relief. It was thought that the battery was depleted, but the battery was 35-50% used. It was also reported there was an impedance issue; electrode 6 was measuring >4000 ohms. The patient programmer back lights stayed lit up and when the 9v battery was replaced it was unable to communicate with the device. The patient was reprogrammed and patient outcome reported as no injury/adverse event. A new remote was going to be shipped to the patient.